Event description:
It was reported that during a da vinci-assisted inguinal hernia- unilateral surgical procedure, the right master tool manipulator (rmtm) of surgeon side console (ssc). The surgeon stated a message was popping up to disable the master while using console #2. Surgeon was advised to move to console #1 and take the masters. Surgeon is completing the case using console #1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found error 23124 recurring in the logs throughout the day's cases. Fse replaced the right master tool manipulator (mtmr) on surgeon side console (ssc) according to isi procedure. The system passed all tests and was verified as ready for use. The mtmr has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the part is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) unit has been returned and evaluated by the failure analysis (fa) team. Failure analysis reproduced the customer's reported complaint during calibration (via matlab). The mtm will be re-calibrated as a fix. The reported issue was attributed to a component failure.